Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 350 mg/dl which was treated with insulin injection and hospitalization. The customer stated that the insulin pump stopped giving them insulin after they injected insulin. While customer was in the hospital customer's spouse was instructed how to troubleshoot for high blood glucose. The customer's spouse was told to call back if they needed more help with troubleshooting high blood glucose. No product will be returned for analysis.